Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a piece from a cannula seal separated and fell into the patient. The or nurse who was present for the case stated the surgeon noticed immediately that a small blackish-gray piece of the cannula seal broke off, retrieved the piece, and the procedure continued without delay. There was no report of complications to the patient due to the fallen piece of the seal.

Manufacturer narrative:
Four cannula seals were returned for failure analysis due to the customer was not able to determine which cannula seal the fragment came from. The reported issue with the cannula seals could not be replicated nor confirmed. Visual inspections displayed no signs of physical damage to the external or internal components. There was no material found to be missing from any of the returned cannula seals. No product issues were identified.